Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event/major bleed was most likely patient condition related based on the clinical detail that the patient had coagulopathy and the patient was sent back to the ICU without issue.

Event description:
Clinical rationale: an impella 5.5 device was inserted via a direct surgical aortic approach in a 58-year-old female patient undergoing elective placement. During intraoperative implantation, oozing was noted from the graft used for device insertion. The patient received hemostatic management including kcentra, 4 units of platelets, and 5 units of cryoprecipitate, along with cautery and topical hemostatic agents. The clinical team attributed the bleeding to underlying coagulopathy. Hemostasis was achieved with standard intraoperative interventions, and troubleshooting was successful. The patient was transferred to the ICU without further issue, and the impella 5.5 device remained in use and functioned as intended. The reported event involves a major bleed requiring blood transfusion and surgical intervention. Bleeding associated with surgical graft placement and anticoagulation requirements is a known risk described in the impella 5.5 instructions for use (IFU). Based on the available information, the bleeding was effectively managed, and most likely attributed to underlying coagulopathy.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.